Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the essure coil was found embedded in the uterine wall") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 4. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted, the same day the patient experienced complication of device insertion ("right ostia was seen but unable to cannulate with several attempts / procedure was aborted without placement of right essure coil"). In 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy") with hypersensitivity and rash. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (exploratory laparotomy for removal of essure from left tube and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device and pelvic pain had resolved. At the time of the report, the complication of device insertion, headache, allergy to metals and abdominal pain lower outcome was unknown and the fatigue, migraine and nausea had resolved. The reporter considered abdominal pain lower, allergy to metals, complication of device insertion, embedded device, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: essure only in left tube. Unable to cannulate right tube. Left essure coils were placed without complications with zero trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unsure. Most recent follow-up information incorporated above includes: on 3-mar-2018: events- "migraines, fatigue, allergic or hypersensitivity reaction, headaches, nausea, nickel allergy, rashes, lower abdominal pain", reporter added from pfs. Historical condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the essure coil was found embedded in the uterine wall") in a 30-year-old female patient who had essure (batch no. 1260-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. In 2015, 1 day after insertion of essure, the patient experienced complication of device insertion ("right ostia was seen but unable to cannulate with several attempts / procedure was aborted without placement of right essure coil"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / pain"), fatigue ("fatigue"), nausea ("nausea") and allergy to metals ("nickel allergy") with hypersensitivity and rash. In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (exploratory laparotomy for removal of essure from left tube and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device and pelvic pain had resolved. At the time of the report, the complication of device insertion, headache, allergy to metals and abdominal pain lower outcome was unknown and the fatigue, migraine and nausea had resolved. The reporter considered abdominal pain lower, allergy to metals, complication of device insertion, embedded device, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: essure only in left tube. Unable to cannulate right tube. Left essure coils were placed without complications with zero trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: other appears in position. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("the essure coil was found embedded in the uterine wall") in a 30-year-old female patient who had essure (batch no. 1260) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. In 2015, 1 day after insertion of essure, the patient experienced complication of device insertion ("right ostia was seen but unable to cannulate with several attempts / procedure was aborted without placement of right essure coil"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / pain"), fatigue ("fatigue"), nausea ("nausea") and allergy to metals ("nickel allergy") with hypersensitivity and rash. In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (exploratory laparotomy for removal of essure from left tube and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device and pelvic pain had resolved. At the time of the report, the complication of device insertion, headache, allergy to metals and abdominal pain lower outcome was unknown and the fatigue, migraine and nausea had resolved. The reporter considered abdominal pain lower, allergy to metals, complication of device insertion, embedded device, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: essure only in left tube. Unable to cannulate right tube. Left essure coils were placed without complications with zero trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: other appears in position. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received- lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("the essure coil was found embedded in the uterine wall") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("right ostia was seen but unable to cannulate with several attempts / procedure was aborted without placement of right essure coil"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (exploratory laparotomy for removal of essure from left tube and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device and pelvic pain had resolved. At the time of the report, the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, embedded device and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.